Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6f sheath after attempting a diagnostic catheterization procedure that ended when it was not possible to insert a guide wire passed an abdominal aortic bypass graft. Reportedly, the proglide was inserted and the footplate deployed without issue. The proglide was positioned against the arterial wall and became stuck in the vessel. The proglide was attempted to be removed without success. The patient was transferred to another facility where an open cut down was performed. A cta (computed tomography angiography) found the device separated at the connection between the guide and the shaft. The proglide was removed, the artery was repaired and surgical suturing was used to achieve hemostasis. There was a reported clinically significant delay in the procedure and therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. The reported patient effect of tissue damage is a known inherent risk of the procedure and the treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. In addition, unused, sterile proglide devices were returned for evaluation. Functional testing was performed and no manufacturing or abnormal observations were detected.